Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The cause of the issue cannot be definitely concluded. The product was not returned and DHR review did not reveal any anomalies. The customer stated the tape passes with a load containing two items instead of three. It is unclear what the contributing factor is to the issue as their sterrad unit has been validated to process three items and the cycle did not cancel. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 30114.

Event description:
The customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.